Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and the issue did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappeared.